Event description:
Drug/diluent: ropivacaine 0.15%. Fill volume: 400ml. Flow rate: 10ml/hr. Procedure: total knee arthroplasty. Cathplace: femoral nerve catheter. Surgery date: (B)(6) 2011. Pt reported that the bolus stuck during the night. The pt clamped and then unclamped the tubing, as the pt thought the bolus wasn't working. At 7am the next morning (B)(6) 2011, the pump was found to be empty. The pt was not observed to have any toxicity issues and pain control was satisfactory. Femoral nerve catheter was inserted using ultrasound guidance and stimulation. The pump was to be removed this morning (B)(6) 2011, and a new pump set at a lower rate and without the bolus feature is to be attached to the pt.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.